Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer did not require assistance from a third party. Customer declined troubleshooting from tandem technical support. Customer changed the pump supplies and resumed insulin delivery.